Event description:
The customer reported an uncontained cleaner leak of approximately twenty (20) ml from the coulter lh 780 hematology analyzer. The leak was noticed after probe obstruction error. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves, goggles and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer site to evaluate the instrument.

Manufacturer narrative:
The fse found disconnected sweep-flow line tubing. The fse replaced the tubing to fix the leak. The leak damaged the sensor distribution board. The fse replaced the sensor distribution board to resolve the issue. The repairs were verified per established procedures. (B)(4).